Manufacturer narrative:
Product analysis: model: 24952b, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found; found error code (B)(4) in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on the first call that the remote monitor temperature was hotter than usual. The patient rebooted the monitor for two hours and got resolved. On the second call, it was reported that the monitor overheated. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.